Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hypoglycemia after accidentally dosing for three breakfast meals, with blood glucose decreasing to 64 mg/dl for approximately 20¿30 minutes and subsequently correcting to 136 mg/dl after ingestion of oral glucose and juice totaling about 46 grams of carbohydrates. Symptoms included hypoglycemia. Outcomes included resolution of the low glucose without hospitalization. Investigation included customer interview and troubleshooting with education regarding continued ilet adaptation and guidance to monitor during the next breakfast announcement. Investigation of this case revealed no device malfunction and that user dosing behavior was a likely contributor. It was concluded, based on previously established findings for similar reports, that the cause was indeterminate but consistent with use-related factors. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.